Event description:
Laparoscopic retroperitoneal biopsy; laparoscopic appendectomy - "the trigger release broke off after the grasper had been applied to the appendix. There was no way to release the grasper. After the doctor repeatedly pushed on the location where the trigger broke off, the grasper finally released." Pt status: stable - discharged same day to home.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.